Manufacturer narrative:
(B)(4). Guide wire: balance middleweight; guide cath: ebu. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The PMA# listed is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.

Event description:
The procedure was to treat a de novo, 50 percent stenosed, non-tortuous lesion in the mid left anterior descending artery (mlad). Using a femoral access site, a non-abbott guiding catheter and a balance middleweight guide wire was placed. The target lesion was pre-dilated with a non-abbott 2.5x15 mm balloon catheter for one inflation at 12 atmospheres (atm). The stenosis was less than 40% after pre-dilatation. The 3.5x18 mm implant was placed successfully at the target lesion site, inflating the implant delivery system balloon one time up to 16 atm for 60 seconds. After deflation of the implant delivery system balloon, which was confirmed to be fully deflated under angiography prior to removal, slight resistance was felt. Because of this, no attempt was made to retract the device and it was decided to inflate and deflate the implant delivery system balloon once again. It was then possible to retract the implant delivery system balloon without any resistance and the balloon appeared folded without any abnormalities. No post-dilatation was performed. The target lesion was treated with a satisfactory result and via angiography, it was confirmed that the implant was fully apposed to the vessel wall. A clinically significant delay in the procedure was not reported. There were no adverse patient effects. No additional information was provided.